Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) due to a ventricular arrhythmia. Technical services (ts) reviewed the data and found the morphology appeared odd and is unsure if it is due supra ventricular tachycardia (svt) or ventricular tachycardia (vt). A third burst of atp was provided in which accelerated the rhythm into the ventricular fibrillation (vf) zone. A 21 joule shock was then given which converted the ventricular rate however, the atrial rate remained fast. At this time, the device remains in service. No additional adverse patient effects were reported.